Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that belt clip was broken and noticed that she had bent cannula when she took it off. Customer's blood glucose was 406 mg/dl. Customer stated recent blood glucose was 165 mg/dl. The customer was advised that belt clip would be replaced. No further information provided.